Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007 with competitor products. The patient was revised on (B)(6) 2014 due to aseptic loosening of the stem and a biomet total hip was implanted. Subsequently, the patient underwent wound drainage on (B)(6) 2014 after a ten day round of antibiotics. There were no components removed from the patient and there has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction."